Event description:
It was reported that low sensing and high threshold was observed. The lead was explanted and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
(B)(4).